Event description:
Event details: it was reported by the customer that there were 2 incidents of nurses noticing a drip/leak at the connection point of connector and injector. Verbatim: material#: 309110, 515052. Batch#: 2405506 & 2408304. Has endured 2 leakage issues with the optima c-35o connector, during infusions. The lot # of the connectors is 2405506 and the injectors used during this issue were from lot # 2408304. There were 2 incidents of nurses noticing a drip/leak at the connection point of connector and injector.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
Following the submission of the initial MDR, additional information was received (see b5). After further evaluation of the complaint, it has been determined that the previously submitted report 3003152976-2025-00273 was sent in error, product was not used by customer. MFR#: 3003152976-2025-00273 is void as a result.

Event description:
Additional information: per customer response: 1. Event date: 5/18/2025 at 2200. 2. Per nurse event reporting, ¿pt has a 24hr infusion of combo bag doxorubicin+etoposide+vincristine @25.8ml/hr via r pac. Around 10pm pt notified rn that IV is leaking. Found pt standing next to his bed, clamped IV tubing in hand, as he points at the area on the floor with small drops of fluid mixed with blood. IV line was disconnected from the phaseal injector, the blue protective cover still enclosed. Charge rn notified and at bedside. Hazardous drug spill procedure followed, spill kit used. Evs notified and at bedside. Pt states that some fluid got on his left arm, reports of "burning feeling", which resolved after washing the area with soap and water. L arm outlined with surgical pen, no redness, or any skin breakdown.¿ 3. No samples available to investigate. Item was disposed in the yellow hazardous bin. 4. IV line disconnected from phaseal injector per rn, but blue protective cover still enclosed.